Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing with noise and a suspected lead fracture. It was also noted that the physician observed discoloration within the insulation, located between the bifurcation and sleeve. The lead was inactivated and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 2014 (B)(6), there were up to 56 ventricular sensing integrity counts and non-sustained ventricular tachycardia (ns-vt) episodes with evidence of lead noise oversensing. It was noted that analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning 2014 (B)(6), the right ventricular (rv) lead pacing impedance spiked to 1786 ohms and has remained high.